Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: date returned to mfg.: 10/30/2024. D3: correction. H3 and h6. Codes: updated. Device evaluation: the complaint for ¿failed downstream occlusion (dso) calibration was found during testing¿ was replicated. The cause was unknown, and the dso calibration was completed successfully. During the visual inspection test a missing stabilizer was found, and screen lens was found damaged. Stabilizer and screen lens were replaced. The device passed all functional testing after the repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.